Event description:
User reported that the device auto-transitioned from balance to 4-wheel function while he was working in a store. User stated that while driving, the device in balance function, the armrest fell off the device and when attempted to catch it, the device auto transitioned to 4-wheel function, becoming caught on a nearby obstruction (lawn mower), causing the product to fall over to the left. User reported that his left foot was caught between the wheel cluster and main chassis of the device when it fell. User reported that he sustained a broken left foot and a hematoma on his hip, along with multiple abrasions to his hands and arms. User was treated at a local hospital, but declined to be admitted ama and was released. User declined to provide any treatment related information such as doctor or hospital name, etc., citing privacy regulations. Refer to attachment I for additional narrative. This report corresponds to independence technology complaint # (B)(4).

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve the electronic configuration file (ecf) for review. A report on field service activity (sar) and a device checkout record (fcr) was forwarded to the complaint handling unit (chu) per standard operating procedure. The ecf evaluation determined that the user was in balance for 799 meters and 45 minutes prior to the event. The device then recorded a general controller alert warning of pitch nearing threshold and auto-transitioned to 4-wheel function. Within 1 second, the device went to a controller failure condition due to the lateral roll angle (50 degrees) being exceeded. There were no other product faults in the log which would have contributed to this event. The black box data confirms the device was driving forward and turning slightly when a series of pitch disturbances caused the device to issue a controller alert and auto-transition to 4-wheel function. During the cluster rotation which takes place during this transition, the lateral roll angle of the device sharply fell outside the 50 degree limit. In conclusion, the product did not malfunction and behaved as expected for the given conditions. The product auto-transitioned from balance to 4-wheel when conditions became too dynamic to maintain balance, and went to controller failure when the lateral roll angle exceeded its limit.